Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from a value displayed as "high" (a specific bg value not provided) to 44 mg/dl. Reportedly, the customer experienced an elevated bg. In an attempt to treat the elevated bg, the customer administered a manual insulin injection (mdi) and subsequently customer's bg level dropped to 44 mg/dl. The customer alleged too much insulin was administered via mdi. Customer was discharged approximately 20 hours later with the issue resolved and no permanent damage. Additional information was not provided. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.